Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of an untreated episode. Review of the stored episode noted the noise appeared consistent with myopotentials. The primary sensing vector was reprogrammed to secondary. Noise was able to be reproduced with patient isometrics, however, the device appropriately marked the noise. Subsequent information was received that inappropriate shock therapy was delivered due to continued oversensing. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.